Manufacturer narrative:
Mml ref #:(B)(4).

Event description:
It was reported that the patient benefitted from the reactiv8 system therapy. However, the patient was having discomfort from the implantable pulse generator (ipg), which is now protruding due to the patient's weight loss. Reportedly, the patient has terminal cancer not associated with the reactiv8 system. The device was removed successfully without complications. There was no report of patient harm or injury.

Event description:
It was reported that the patient benefitted from the reactiv8 system therapy. However, the patient was having discomfort from the implantable pulse generator (ipg), which is now protruding due to the patient's weight loss. Reportedly, the patient has terminal cancer not associated with the reactiv8 system. The device was removed successfully without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref #: (B)(4). The patient was a clinical study patient and was reported to have benefitted from the reactiv8 therapy. The device was returned and evaluated. The ipg passed the functional testing and operated within the manufacturing specifications. Due to missing distal electrode ends, no functional testing can be carried out on both leads. It was likely cut off during the explant. A review of the post explant images showed all devices were removed. No fragments were left inside the patient. Visual inspection of the returned device revealed no anomalies that would have contributed to the discomfort experienced by the patient.